Event description:
International complaint received. Customer reports leak of multiple vitamin during patient use. No patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
Return of the actual device for evaluation was requested. Should the sample become available for evaluation, a follow-up report will be submitted upon completion of testing. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.